Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, sacrospinous ligament suspension, vaginal/paravaginal repair, and a/p repair due to vault prolapse, cystocele, and rectocele. It was reported that patient underwent resuturing of her posterior vaginal wall incision on (B)(6) 2008 due to vaginal bleeding post-op. It was reported that the patient underwent excision of exposed vaginal mesh and primary vaginal closure on (B)(6) 2012 due to mesh exposure. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.